Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported low flow alarms and gastrointestinal (gi) bleed could not be conclusively determined. The reported low flow alarms were not captured in the log files. The patient remains ongoing on vad support. No product available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s coumadin was held from (B)(6) 2017 to (B)(6) 2017 and aspirin was held on (B)(6). Coumadin was resumed on (B)(6) 2017. On (B)(6) 2017 the hemoglobin dropped to 6.8. The patient was transfused 2 units of packed red blood cells (prbcs) that day. An esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2017 found normal mucosa throughout. One non-bleeding polyp was removed. A capsule endoscopy was completed on (B)(6) 2017 with normal mucosa seen, but there was a 2 hour void in recording. No arteriovenous malformations (avms) or ulcerations were observed. No source of bleeding was found. The patient¿s hemoglobin was relatively stable following transfusion: 9.1 grams morning of (B)(6) 2017 and 9.1 grams morning of (B)(6) 2017. The patient was discharged and the event reportedly resolved on (B)(6) 2017.

Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated using age at time of implant. The heartmate 3 lvas was implanted during the (B)(6) trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room complaining of vad alarming low flow and feeling dizzy on (B)(6) 2017. On arrival, mean arterial pressure (map) with doppler was 72 mmhg. The patient reported being symptomatic since (B)(6) 2017. The patient was admitted for observation. Labs were collected and found normal except for hemoglobin/hematocrit (h/h) at 9.0 g/dl and 27.6%. Previously, on (B)(6) 2017, h/h was 9.7 g/dl and 29.4%). Prothrombin time (pt) was 34.4 seconds, inr 3.06, and partial thromboplastin time (ptt) was 43.8 seconds. At the time the patient was taking aspirin 325 mg daily and coumadin 2.5 mg daily. The patient had no signs of bleeding, but hemoglobin dropped to 7.4 g/dl the morning of (B)(6) 2017 and hematocrit was 22.9%. On (B)(6) 2017 hemoglobin was stable at 7.1 g/dl and hematocrit was 21.4%. The night of (B)(6) 2017, the patient subsequently had a black, tarry bowel movement, which was hemoccult positive. The patient was scheduled for an esophagogastroduodenoscopy and colonoscopy. No additional information was provided.